Manufacturer narrative:
(B)(4). Work order search. A lens work order search was performed and no similar complaints were found within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 +2.00/+0.50/x071 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015. Excessive vaulting was noted and on (B)(6) 2015, the lens was explanted and exchanged for a smaller spherical lens. This resolved the problem.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that optic was torn/ split, haptic was torn/ broken/ bent/ deformed and foreign material (not possible to specify) on lens surface. (B)(4).